Event description:
It was reported that there was high impedance of greater than 2000 ohms, the lead was pulled back and during attempts to reposition it, the helix could not extend or retract. The lead was explanted. No patient complications have been reported as a result of this event.